Manufacturer narrative:
The sample was collected in a serum sample tube and was centrifuged at 3062 rpm for 10 minutes. Per the customer, system checks passed within instrument specifications prior to the event. Per customer supplied information, qc was performing within the customer's established limits prior to the event. The customer declined service when it was offered by bci hotline. A definitive root cause for this event has not been determined to date.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining erroneously elevated troponin (accutni) results above normal reference range for one patient that were generated by the unicel dxc 600i access immunoassay system. The erroneous results were reported out of the laboratory; however, upon the repeat analysis of the sample produced a lower result within the normal reference range that fit the clinical picture of the patient. Amended report was issued. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.